Manufacturer narrative:
On 15-jul-2020, regulatory assessment for reporting complete. With current information, this report of trocar came out when pulling chandelier, meets criteria for reporting based on applicable medical device regulations. The following may apply: exemptions may apply. (B)(6). The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that when the chandelier was pulled out after the surgery, the trocar cylinder part was pulled out with the chandelier. At first he/she did not notice it, when pulled out the chandelier, only the blue plastic part of the trocar was left on the sclera, and the metal cylinder part was not found. While looking for it, he/she discovered the cylinder part that was attached to the tip of the chandelier. The surgery was completed without product replacement and with no patient harm.

Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification device tag indicates that the product was processed and released according to the product¿s acceptance criteria. An opened illuminator was returned for evaluation for the report of trocar came out when pulling chandelier. The illuminator was visually inspected and deemed conforming. A dimensional test was performed, the tapered fiber tip outside diameter was measured and deemed conforming. A functional fit check using a conforming trocar was performed and deemed conforming. The tapered fiber tip passed through the conforming trocar. The complaint evaluation does not confirm an illuminator issue. The returned sample was found to be conforming for all visual inspection, dimensional and functional testing associated with the reported event, therefore an illuminator issue as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the illuminator was manufactured to specification. All fiber optic light guide products are 100% visually inspected and light tested for transmittance and image by trained operators during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).